Manufacturer narrative:
Analysis found that the pump failed lab dispense test, above specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per device interrogation, the device was programmed to deliver 2000 mcg/ml of lioresal. Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional, conflicting information was received from a healthcare provider with the device. It was reported the pump was replaced on (B)(6) 2019 and the device was delivering compounded baclofen. It was indicated the device was returned to the manufacturer for ar chive/storage. It was reported the device had been used with/in the patient for treatment, and there was reportedly no patient death or injury, per the hcp. It was noted the patient had recovered without sequela following the device replacement. It was report the device was replaced prophylactically to avoid in-vivo battery depletion. As noted above, this is conflicting information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp regarding a patient receiving an unknown concentration of baclofen at 400 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported end of service (eos) occurred on (B)(6) 2019 and the pump was alarming. The alarm was confirmed by telemetry. The patient came in to the facility because they had been going through withdrawal over the past 12 hours, relative to (B)(6) 2019. The symptoms began suddenly. It was indicated the healthcare provider planned to give an intrathecal bolus of 50 mcg of drug. Per device registration, the pump was replaced on (B)(6) 2019. No further complications were reported or anticipated.